Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the generator operated without the ground pads. The maestro generator was used for ablation. The customer was able to ablate with out the ground pads connected. No patient injury was reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. During investigation, the passed power-on self-test (post), rf delivery tests, and all performance criteria of the final test procedure. Environmental stress testing was also performed at low and high temperature and high and low line voltages while monitoring the rf return electrode current with one pad connected and two pads connected. No problem was found during testing. At standby with no dispersive indifferent patch electrodes connected, the rfg appropriately displayed "d02-high impedance" error and would not allow rf delivery without dispersive indifferent patch electrodes connected. Additional testing was performed during rf delivery with both dispersive indifferent patch electrodes initially connected. By disconnecting both dispersive indifferent patch electrodes during rf delivery, the rfg displayed "d02-high impedance" error as expected, leaving the device in a safe state with no rf output. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the generator operated without the ground pads. The maestro generator was used for ablation. The customer was able to ablate with out the ground pads connected. No patient injury was reported.